Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, there was an issue with cuff inflation/deflation. The tube was removed and replaced. The reporter stated there was no patient harm.